Manufacturer narrative:
(B)(6). The lot was manufactured september 1, 2016 ¿ september 2, 2016. The device was received for evaluation with approximately 50 ml of fluid in the bladder. Visual inspection revealed no flow at the distal luer. The reported condition was verified. Examination of the flow restrictor revealed the direct cause of the flow problem was due to crystallized drug blocking the fluid path within the glass capillary of the flow restrictor. However, the device was found to be conforming to specifications as no device malfunction occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow event with a half day infusor. The device was filled with desferrioxamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.